Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon further investigation, it was determined that the retention issue was between the screw and blade. There were no retention related issues pertaining to the driver. As there was no adverse event and this issue has not caused a serious injury previously, this event is not reportable.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a procedure, a screw could not be removed from screw driver shaft. There was no harm or injury.